Event description:
The technician alleged that the head section had collapsed and had fallen onto the headboard. No injury reported.

Manufacturer narrative:
The technician found the bearings had detached from the intermediate frame. The technician replaced the bearings to resolve the issue.